Event description:
Insulation on cautery cord broke which lead to superficial skin burn during use. Patient sustained a 3mm burn in the right upper quadrant during a cholecystectomy. Silvadene cream was applied to the affected area.